Manufacturer narrative:
(B)(4).

Event description:
This rv lead had high pacing threshold above 3.5 v. The lead is capturing without issues. The lead remains implanted. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.